Event description:
It was reported that this right ventricular (rv) lead with this implantable cardioverter defibrillator (ICD) was exhibiting gradual rise in shock impedances. There were no out of range measurements, but there was a high impedance measurement when attempting to deliver a shock. Therapy was exhausted and fault code 1005 was displayed. Technical services (ts) discussed troubleshooting recommendations for the lead and device. Subsequently this rv lead was explanted and replaced. The ICD was explanted due to therapy upgrade. The ICD has not been received for investigation. No additional adverse patient effects were reported.